Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient experienced a cgm accuracy issue. On (B)(6) /2024, at 845 am, the patient¿s cgm was reading 70 mg/dl and the bg meter was reading 538 mg/dl. The patient was ¿quite disoriented¿ and had a dry mouth. The patient was at work when this occurred, and she told her supervisor she was having a ¿medical emergency¿. The patient self-treated with insulin per routine diabetes management. In the meantime, the patient¿s colleagues called for ems. Ems arrived and transported her to the ER. The patient refused IV treatment at the ER and once her bg meter reading was 398 mg/dl, she was discharged home around 430pm the same day. The patient was in good condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.